Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy, oozing was noted, even though an end tone was provided by the generator, indicating a complete seal cycle. The surgeon used a different type of device to complete the procedure. There was no patient injury.